Event description:
I bought a pair of color contacts from the flea market and the contacts irritated my eyes so bad that I could not see out of either eye for 3 days. I am still having blurred vision.